Event description:
It was reported that the ambulatory infusion pump was under-delivering. No injury was reported.

Manufacturer narrative:
One cadd cassette was returned for analysis in used condition. Visual inspection shows the device in good condition. Use testing was performed. The customer complaint was not confirmed. The problem source is unknown. Notification to the production personnel of this complaint was conducted by the quality intern on (B)(6) 2018.